Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk however, the motor passed motor test. No e70 alarm in the alarm history screen. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus and/or basal delivery. The caller stated that the insulin pump had not been exposed to a strong magnetic field and did not alarm motor position encoder error. The customer was assisted with clearing the alarm. The caller stated that the motor error alarm had occurred 4 times in the last 30 days. The caller did not know the blood glucose reading. The customer was able to complete the rewind sequence. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.